Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation was completed and being monitored by the manufacturer.

Event description:
Follow-up information indicated surgical intervention was undertaken and the ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to establish communication with external devices following the patient undergoing an unrelated surgery. Several attempts to establish communication were unsuccessful. As such, the ipg is inoperable. The next course of action has yet to be determined.